Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a skin reaction on day 8 of wear of the adc freestyle libre sensor. The customer described symptoms of itching, redness and pus at the insertion site. The customer made contact with an hcp who prescribed him betacorten-g (betamethasone and gentamicin) ointment for topical treatment and recommended using medical grade adhesive to create a barrier between the sensor and the skin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The adhesive was returned with the sensor puck. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No malfunction or product deficiency was identified.

Event description:
A customer reported a skin reaction on day 8 of wear of the adc freestyle libre sensor. The customer described symptoms of itching, redness and pus at the insertion site. The customer made contact with an hcp who prescribed him betacorten-g (betamethasone and gentamicin) ointment for topical treatment and recommended using medical grade adhesive to create a barrier between the sensor and the skin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. The serial number of the reported sensor was incorrectly documented in the initial submission. "Serial number" has been updated with the correct information.

Event description:
A customer reported a skin reaction on day 8 of wear of the adc freestyle libre sensor. The customer described symptoms of itching, redness and pus at the insertion site. The customer made contact with an hcp who prescribed him betacorten-g (betamethasone and gentamicin) ointment for topical treatment and recommended using medical grade adhesive to create a barrier between the sensor and the skin. There was no report of death or permanent injury associated with this event.